Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of evac taperguard endotracheal tube part number 18880 was received for evaluation with no lot number provided. An inflat ion/deflation test was performed. 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed that the cuff presents a cut, which was measured to be 0.5835 inches. The reported condition was confirmed in the received sample. Per the IFU (instructions for use), cuffs should be inflated completely with air prior to use. The pressure of the inflation/deflation test is to confirm no abnormalities with the cuff functionality exist (leaks, tear, ruptures, burst) prior to use. The ¿warnings/precautions¿ section of the product IFU state ¿various bony anatomical structure (e.g. Teeth) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity¿. 100% inflation/deflation is performed for all taperguard products prior to release of the product which would detect such a reported issue. The device history record for the sample could not be reviewed as the lot number of the sample was not provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 3 days of use, the device had leakage and extubation was performed. It was found that there was a breakage on the cuff.